Manufacturer narrative:
Correction: intervention req should have been checked.

Manufacturer narrative:
Product ID: 3889-28, lot# va0t44m, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A healthcare provider (hcp) reported via a manufacturer representative that the patient's implantable neurostimulator (ins) was not working and another physician advised that it be removed so they could treat something else. No clear reason for how or why the system was not working was provided. The ins and entire lead was explanted. It was unknown if the patient recovered completely from the event. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.